Event description:
A report was received that the patient was experiencing significant pain at the location of the spinal cord stimulator battery and incurs. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing significant pain at the location of the spinal cord stimulator battery and incurs. The patient will undergo a revision procedure.